Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis event. On an unreported date, the patient experienced sepsis. The cause of the sepsis was not reported. Treatment for the events of peritonitis and sepsis were not reported. On an unreported date, pd therapy was discontinued and hemodialysis was started. It was reported that discharge was planned for four days after receipt of this report. At the time of this report the patient outcome was not reported and the patient remained on hemodialysis. No additional information is available.